Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the sensor glucose (sg) value was 12 mmol/l on (B)(6) 2023 at 1:28 pm and the customer entered a manual glucose entry of 7 mmol/l at 1:29 pm. The mismatch reported by the user was due to the delay (lag) that often occurs between changes in bg values and the corresponding change in sensor readings, typical of any cgm system. The glucose plot was trending downwards which suggests the system was performed correctly. The customer can minimize the deviations by performing calibrations whenever the glucose is stable. This recommendation was given to the customer. The customer was also advised to enter the measured bg value as calibration instead of entering as a manual glucose entry. Entering any measured bg values as calibration would help the system re-adjust the calculated sg value, thereby minimizing the deviations. Overall, the system was performing within expectations and the customer is still using the system with up to date glucose information. There was no enough evidence to suggest a malfunction or significant deviation in the sensor performance. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a false hyperglycemia event that happened on (B)(6) 2023 at 01:28 pm. The customer reported that the blood glucose (bg) value was 7 mmol/l where as the eversense system displayed 12 mmol/l and provided high glucose alert. Since the bg value was in normal glucose range, the customer did not require any medical attention or self treatment.